Manufacturer narrative:
The reported field event of oversensing leading to inappropriate therapy was not verified in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. No oversensing was observed.

Event description:
It was reported that the patient received inappropriate hv therapies due to post-sensed t-wave oversensing. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.